Event description:
The customer reported that when the nurses went into the patient's room, they discovered that the patient's heart had stopped. The customer said that an alarm was not transmitted to the nurses. The patient expired.